Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the sac growth and dilation of the proximal extension event based on medical records available for review. An attempt was made to obtain medical imaging but was denied as patient authorization is needed. As such, procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: g1,2: contact office- name has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Sac growth with dilatation of the proximal extension was identified during the patient's routine four (4) year follow up. No obvious leak was reported. No further information was provided but has been requested.